Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the keypad buttons were unresponsive. This complaint is being reported as the issue was not resolved with troubleshooting. There was no allegation of a serious injury associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: all of the keypad buttons were found to be intermittently unresponsive. Contamination was present under the contacts of all buttons. Unrelated to the keypad issue, the text on the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.